Event description:
It is reported that the pt is experiencing problems with the hip dislocating. A revision surgery is planned.

Manufacturer narrative:
Eval summary: product compatibility is unk. Neither x-rays nor operative notes have been returned for review. The component fit and orientation is unk. In general, pt factors that may affect the performance of the components include; age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation info provided, a root cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info is received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.